Manufacturer narrative:
Reported event: an event regarding the crack/fracture involving a gmrs femoral stem niserter/extract. The event was confirmed. Method & results: -device evaluation and results: device fracture consistent with overload, no material/manufacturing defects observed. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded the inserter broke due to overload. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If the additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The tip (threaded portion) of the stem inserter snapped off and was left inside the stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The tip (threaded portion) of the stem inserter snapped off and was left inside the stem.